Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms noted during testing. Pump error 25 noted due to connector resistance issue j6 /pcb 1.

Event description:
It was reported that low battery alert was found in insulin pump. Blood glucose was unknown. The insulin pump will be returned for analysis.